Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported event. However, ventilator restart, was found in the error log. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit stopped operating. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified, estimate used.